Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was not confirmed. No fault found . There is no previous service history. Manufacturing DHR is not relevant due to age of the device. Issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical ventilator deployed oxygen with air mix is off. No patient involvement